Event description:
It was reported via repair work order that the patient head right siderail was damaged and could not be lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.